Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and the surgeon sutured the entire gastric pouch, which added two hours to the procedure. Procedure: lap gastric bypass. Patient status: no patient injury reported.